Manufacturer narrative:
No product sample was returned for analysis and no lot number was provided. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He stated only that the delivery set ruptured during use, at the end of the procedure while warming. He originally stated the device would be returned for analysis; however, multiple attempts to obtain the sample from the hospital were unsuccessful. The lot number was not provided. The approximate volume of blood loss was not provided. There were no patient complications reported as a result of the alleged event.